Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 05/25/2015, belt 07/09/2020.

Event description:
A us distributor contacted zoll to report that a patient passed away at home while wearing the lifevest on (B)(6) 2021. Review of the download data indicates the patient received one inappropriate treatment in response to oversensing of low amplitude cardiac signal on the date of passing. The patient was in bradycardia at 10 bpm at 15:35:15 on (B)(6) 2021. The patient's rhythm degraded to asystole at 15:38:27. The patient received the inappropriate treatment at 15:39:38. The patient's rhythm at the time of treatment and post-shock rhythm were asystole. The patient was in asystole at the time of the device shutdown at 15:40:08 on (B)(6) 2021.